Manufacturer narrative:
Complaint sample was not returned to codman therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a microsensor was implanted and when connected to the icp express monitor it read "no transducer connected". Another microsensor was placed and the same problem was experienced. Additional information was received on (B)(4) 2019 stating that the first microsensor was tried to another 2 icp monitors and 2 grey cables but did not work. The first microsensor was discarded while the second was implanted with the same issue.

Manufacturer narrative:
Additional information received: "patient died night of (B)(6) 2019 ((B)(6) time). This is a work cover incident and will be referred to the (B)(6) coroner.¿ the integra account manager was informed of a third microsensor and that sensor also failed, but no further details was given at all around what the failure was as information was unknown. No other information is known at this stage.

Event description:
N/a